Manufacturer narrative:
No samples were received for investigation of pr 11913285, in which the customer has stated: "tpn running on patient PICC line, tpn had been running for approx 12 hours when it was noted that there was a leak of the lipid infusion from the drip chamber of the IV giving set. Leak was identified at the drip chamber point, the infusion was stopped and disconnected." No model or lot numbers were provided to aid the investigation; however, further correspondence with the customer did determine that there were no signs of any damage or deformity to the affected product. As no model or lot number was provided to aid the investigation into this report, and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode. Please continue to report these events if they occur, wherever possible returning the original samples and full details of the customer¿s experience to allow for a full investigation.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: tpn running on patient PICC line, tpn had been running for approx 12 hours when it was noted that there was a leak of the lipid infusion from the drip chamber of the IV giving set. Leak was identified at the drip chamber point; the infusion was stopped and disconnected. New lipid infusion was available therefore was commenced. Patient stable, minimal time without lipid infusion running. No harm to the patient was reported.